Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high within limits pacing impedance measurements on the non-boston scientific right ventricular (rv) lead. No adverse patient effects were reported. At this time, the products continue to be monitored and remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.